Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-07167. The report was submitted in error.

Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received in good condition with a scratched screen. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be downloaded. The device was powered up, testing was performed and the device passed all testing. No issues were found with the device alarming. No further action will be taken at this time.

Event description:
Information was received regarding a cadd legacy pca pump. It was reported that the device alarm goes off and would not go off. It is unknown if there was a patient, or clinician injury associated with this occurrence.